Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t1 and t2 implants were pre-deployed from the fast-fix 360 curved device. A backup device was used to complete the procedure. No patient impact was reported. There was a short delay of less than 30 minutes reported.